Manufacturer narrative:
(B)(4). Device evaluation: the heli-fx applier was returned with a sample jar containing the broken head of an endoanchor. No damage or deformation was observed along the length of the applier. No endoanchor was loaded in the tip of the returned applier. The returned portion of the endoanchor was broken just beyond the location of the weld. The reported event is confirmed based on the case image provided depicting a deployed endoanchor which is visibly deformed and broken as well as the returned broken portion of the endoanchor. The event description notes that the endoanchors were deployed in a conical neck with areas of calcium. The exact cause of the broken endoanchor cannot be definitely determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions existed within this procedure that have historically been identified as causes of deployment resistance. The most common factors that can lead to deployment difficulties and ultimately a broken endoanchor include positioning of the heli-fx applier at an angle relative to the vessel wall during deployment, endograft/cuff material infolding or oversizing, calcification in the area of deployment as well as not maintaining adequate pressure/apposition during deployment. If the heli-fx applier is not positioned perpendicular to the vessel wall with sufficient forward pressure and proper apposition or in an area of calcium or highly concentrated or loose endograft/cuff material, it increases the likelihood the endoanchor will encounter resistance as it is deployed. The excess torque is transmitted directly to the endoanchor leading to its fracture.

Event description:
Endoanchors were being used prophylactically in a aaa case with a conical neck that measured 24-29 cm over 12mm. A 32mm endurant main body had been deployed prior to endoanchoring. The pre-op CT identified a large section of calcium on the left side. The first endoanchor was deployed to first stage without issue. During second stage deployment, the applier appeared to strain significantly. Once deployment was completed, the applier was removed from the patient and loading of the second anchor was attempted. Each attempt was unsuccessful. Upon examining the tip of the applier, it was noted that a broken piece of the first endoanchor remained in the tip. The broken endoanchor piece was removed from the tip of the applier. No further attempts were made to use the applier during the case. A replacement was opened and used to successfully deploy an addition 4 endoanchors.